Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this phaco handpiece. The associated system was manufactured on march 16, 2010. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The handpiece was received for evaluation. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to the calibrated dynamic tuning fixture (dtf) where a stroke test was performed on the ultrasonic and torsional movement. The handpiece was found to meet specifications. The handpiece exhibited no issues functionally and met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during a procedure there was no phacoemulsification power. The handpiece passed prime/tune, but when the surgeon went to use the handpiece there was no power. The case was completed using an alternate handpiece. There was no harm to the patient.